Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer was not closing properly and stick out. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer won't close properly and sticking out. A field service engineer (fse) removed the damaged cubie lid. Fse confirmed customer will be installing a new cubie later and then will adjust and test.